Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 482 mg/dl. Customer was treated with insulin pump. Customer stated that the keypad was peeling off. Auto mode feature was not used at the time of event. The device will be returned for analysis.